Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The finger "support" part/wings was broken, the patient´s drug infusion had to be made in another syringe. During use.

Event description:
The finger "support" part/wings was broken, the patient´s drug infusion had to be made in another syringe. During use. Per follow up (B)(6) 2025: ¿ could you please provide the lot number of the defective product? We don`t know the lot number ! ¿ has there been any patient impact (serious injury, medical intervention, change of treatment required)? No, the ICU had to use a new syringe for the medicine they used. ¿ has there been any healthcare worker¿s exposure to blood or bodily fluids? No ¿ have any other actions been taken? Change of syringe as I described.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the barrel wings (flanges) are observed to be missing, verifying the reported incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. While we cannot identify a direct issue, based on the sample evaluation it was determined this incident occurred due to a lack of filling during the molding process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.